Event description:
Additional information was received from a health care professional (hcp) regarding a patient in a clinical study (sdy). It was reported that on/around (B)(6) of 2019 the patient had a worsening of urinary symptoms; urgency incontinence and nocturia. The patient reported at a routine follow-up clinic visit that the device was no longer working like it used to; that they had been trying to do programming recently and the device had been working very well in the past but now it was not working as well anymore. The patient had been reprogrammed on (B)(6) 2019. The patient had been trying re-programming and the hcp had also ordered an x-ray to check for lead migration. An x-ray was performed on (B)(6) 2019 and it showed normal interstim placement and again on (B)(6) 2019. The hcp stated that in response to the inquiry for the relationship of the event to the device or therapy that it was related. In response to the inquiry for the relationship of the event to the implant procedure, the hcp stated that it was not related. They said it was due to programming and that the final programming/most recent interrogation that had occurred prior to the event beginning had been (B)(6) 2019. On (B)(6) 2019 when high impedance was observed, mis-communication (high impedance) on pairs 0,1; 0, 2 and 0, 3. The patient was reprogrammed around these issues with the device however they returned again on (B)(6) 2020 and mis-communication (high impedance) was observed again; the patient continued to still have miscommunication on pairs 0, 1 and the patient was reprogrammed again. The hcp indicated that the device related to the mis-communication was the lead. Thus a full-explant of the system occurred on (B)(6) 2020 where the outcome was resolved without sequelae and the device was disposed of according to biohazard instructions. No further complications were reported at this time.

Manufacturer narrative:
Concomitant medical product: product ID 3889-28 lot# va1dvu9 implanted: (B)(6) 2017 explanted: (B)(6) 2020 product type lead h6: patient code c76143 and evaluation code method 4117 no longer applies to this file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1dvu9, implanted: (B)(6) 2017, explanted: product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that there was lead miscommunication. The device was interrogated on 2019-02-11 and it was found there was a miscommunication on leads 0 & 1 electrode pairs. The patient was using this pair, so they reprogrammed around it. The issue was noted to be resolved without sequelae as of (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# va1dvu9, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1dvu9, implanted: (B)(6)2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that there was no indication of a cause. No further complications were reported/anticipated.